Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As rec'd, the belt failed incoming testing. Upon evaluation, the trunk connector was cracked and the yellow (pgnd) wire was open the trunk cable. The cause of the code 204 is the open yellow wire. The root cause of the open wire cannot be positively identified, but is likely excessive force placed on the cable at the connector. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) year old female patient contacted zoll customer support to report a service code 204. The patient was issued a replacement electrode belt.